Event description:
It was reported that the patient with this lead presented for routine follow-up approximately seven days after implant. It was found that the lead exhibited failure to sense and did not exhibit pacing at high capture threshold. It was noted that the patient has first degree atrio-ventricular block and is not dependent on pacing. It was decided to send the patient back home due to being stable and to bring the patient back to perform fluoroscopy and lead repositioning. Additional information was provided. The patient was seen in-clinic and fluoroscopy was performed. The lead was found to have perforated the myocardium, however, there was no pericardial effusion present. A surgical intervention was performed and the lead was retracted and repositioned below the tricuspid annulus successfully. The lead parameters were optimal after repositioning and the patient is stable. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this lead presented for routine follow-up approximately seven days after implant. It was found that the lead exhibited failure to sense and did not exhibit pacing at high capture threshold. It was noted that the patient has first degree atrio-ventricular block and is not dependent on pacing. It was decided to send the patient back home due to being stable and to bring the patient back to perform fluoroscopy and lead repositioning. Additional information was provided. The patient was seen in-clinic and fluoroscopy was performed. The lead was found to have perforated the myocardium, however, there was no pericardial effusion present. A surgical intervention was performed and the lead was retracted and repositioned below the tricuspid annulus successfully. The lead parameters were optimal after repositioning and the patient is stable. The lead model/serial number is not available at this time. Further information was requested. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this lead presented for routine follow-up approximately seven days after implant. It was found that the lead exhibited failure to sense and did not exhibit pacing at high capture threshold. It was noted that the patient has first degree atrio-ventricular block and is not dependent on pacing. It was decided to send the patient back home due to being stable and to bring the patient back to perform fluoroscopy and lead repositioning. Additional information was provided. The patient was seen in-clinic and fluoroscopy was performed. The lead was found to have perforated the myocardium, however, there was no pericardial effusion present. A surgical intervention was performed and the lead was retracted and repositioned below the tricuspid annulus successfully. The lead parameters were optimal after repositioning and the patient is stable. The lead remains in service. No additional adverse patient effects were reported.